Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2842 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "while attempting to advance PICC and it stops at shoulder area and will not pass the PICC lines seem to be folding over on itself, and I have a hard time removing line because of a kink. Have had other issues as well as lidocaine syringe not having adapter on it. Having inner wires very tight and hard to advance after cutting PICC line. Lot number on this particular case is redr2842." This report addresses the PICC kinking.